Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 410 (mg/dl). Customer administered a correction bolus to treat bg level. During the time of the call with tandem technical support, customer was in the middle of changing pump supplies. Tandem technical support assisted the customer with the supply change, and system check indicated that the pump was performing as intended. Recommendation was made to continue to monitor bg levels and contact tandem technical support if further assistance is needed. Customer acknowledged.